Event description:
It was reported that syringe 0.3ml 31ga 6mm whole unit 10 bag had the needle separate from the hub. The following information was provided by the initial reporter: "consumer reported that the needle hub separated and stayed inside of the shield when he removed the shield. Issue involves (2) syringes."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: (B)(6) 2020. H.6. Investigation: customer returned (4) loose 3/10cc syringes. Customer states that the needle hub separated. All syringes were returned with the hub-needle/shield assembly separated from the barrel. Also, 2 out of 4 samples exhibited a bent barrel. A review of the device history record was completed for batch# 9252570. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. There were two (2) notifications [(B)(4)] noted for high shield pull. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to these defects were found. Root cause for this defect cannot be determined. CAPA#1122103 was initiated. H3 other text : see h.10.

Manufacturer narrative:
Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 6th related complaint for needle hub separates on lot # 9252570. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9252570. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200845676, 200845565] noted that did not pertain to the complaint. There were two (2) notifications [200845567, 200845495] noted for high shield pull. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 0.3ml 31ga 6mm wholeunit 10bag had the needle separate from the hub. The following information was provided by the initial reporter: "consumer reported that the needle hub separated and stayed inside of the shield when he removed the shield. Issue involves (2) syringes."